Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent high glucose readings over 400 on continuous monitoring while using the ilet with a dexcom g7, despite recent infusion set and cartridge changes and ongoing insulin delivery; the user did not perform a fingerstick confirmation initially and later replaced the g7 sensor and paired it to the ilet. Symptoms included no acute clinical manifestations. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer counseling on infusion set and cartridge replacement, recommendation for fingerstick verification, replacement and re-pairing of the cgm sensor, and review of device function as displayed to the user. Investigation of this case revealed no device malfunction observed during support interactions, and the event was consistent with hyperglycemia with unclear etiology, with possible contribution from inaccurate cgm readings prior to sensor replacement or transient infusion issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.